Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. The customer stated there was an error in the motor alarm detected by reading unexpected value from the hall sensor. Customer advised the other alarm generated the insulin pump defects movement in the hall sensor counts which were unexpected since the device did not command the motor movement. Customer advised the insulin pump did not have magnetic exposure and was not dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Pump error 43 not confirmed. Pump error 130 not confirmed. Pump error 75 alarmed during self test due to moisture damage on the electronic assembly. Moisture damage was also found on the electronic assembly during visual inspection. P-cap or reservoir locked properly in place. Device received with cracked belt clip rail case corner and battery tube threads.